Event description:
Customer reported that pump screen was dark and would not turn on, with the red led flashing every 30 seconds and the pump beeping and vibrating once every three minutes. There was no reported impact to the customer's blood glucose level. As a corrective action, technical support agreed to replace the pump, which was under warranty. The customer was instructed to use multiple daily injections (mdi) as backup therapy and to return the problematic pump within 10 days using a pre-paid label.